Event description:
It was reported that the cartridge release mechanism was sticky and needed to be pried out. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and is in the process of obtaining a renewal pump.